Event description:
It was reported that during an implant procedure, four attempts were made to fixate the right ventricular lead because the lead dislodged each time after the stylet was removed. It was also noted that the r wave sensing was "no better than 5.0 millivolts." The patient had a previous heart transplant and the physician attributed part of the problem to the multiple biopsies. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.